Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush sp solution is cloudy. The following information was provided by the initial reporter: I have a report from our ed that they are finding "cloudy" flushes. Not sure if that's to be expected or not but we want to be safe. Additional information received on 30mar2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event no patient harm or adverse events have occurred. They observed the defect and pulled the product.

Manufacturer narrative:
A device history record review was completed for provided material number 306546 and lot number 4241906. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Controls at the manufacturing site were reviewed and found to be acceptable, including bioburden testing during weekdays, overkill sterilization process, environmental testing within the filling areas, solution filtration, daily endotoxin testing, and continuous monitoring of the water quality. As samples were not available for return, retained samples from the manufacturing facility were tested for appearance and clarity. The retained samples have shown no sign of clarity issues in saline solution. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. The plastic material used to mold the barrel may be less transparent compared to other manufacturers, so the solution may appear cloudy. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.